Event description:
It was reported that the device broke. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 012045 duckling upbiter punch basket returned. This is a twelve year old reusable instrument. The device is partially disassembled but does not display signs of aggressive use. Visual observations show typical scratches and dings on the jaw and other surface locations. The actuator is no longer engaging with the front end or the finger loop, therefore the jaw mechanics are not functioning. No root cause related to the manufacturing of this device can be established.